Event description:
It was reported in treating the right common iliac with an ipsilateral approach the physician felt a lot of resistance in the thumbwheel and the stent came back. The stent was deployed in an unintended site. A 6f sheath and a .035 guide wire were being used. Another absolute, same size and length, was deployed without problem on the other side. There was no medical or surgical intervention reported and no additional information was available.